Event description:
Abdominal wall abscess: a pt with a history of crohn's disease and multiple surgeries, was admitted in 2000 for an ileocolic resection and lysis of adhesions. Four sheets of seprafilm were placed. The patient's post-operative course was uncomplicated and the patient was discharged 7 days later. The pt was hospitalized on three additional occasions, 7 1/2 weeks post-op, 8 weeks post-op and 4 months post-op due to complaints of recurrent fever and abdominal pain and received i.v. Fluids and antibiotics. A CT scan revealed a phlegmon under the abdominal wall, however clinical improvement was noted. Four and a half months post initial surgery, the pt was admitted with complaints of abdominal pain, nausea, vomiting and fever. The pt was administered i.v. Fluids and antibiotics. The pt was diagnosed with an abdominal wall abscess which for technical reasons, percutaneous drainage could not be done. The abscess wall consisted of the abdominal wall and an adherent but intact loop of small bowel. Three days later an exploratory laparotomy, small bowel resection, and abdominal abscess drainage was performed. Intraoperative cultures were positive and antibiotics were administered by a PICC line beginning 7 days later. The pt improved and was discharged 2 days later. The physician assessed the event as possibly seprafilm related due to the abscess location immediately adjacent to the right side of the wound.